Event description:
It was reported that there were telemetry issues and a suspected overdischarge. It was stated that when the patient "reached her neck back -- she felt stimulation". It was confirmed the patient felt stimulation in her legs, despite "no communication". The patient stated that she fell a week prior to report, but the details were unknown. It was also stated that the implantable neurostimulator (ins) was unable to be read with the programmer and recharger. It was noted that the patient charged her ins every two weeks. An overdischarge was suspected and the patient was redirected to her healthcare provider. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID 377660 lot# v021032, implanted: 2007 (B)(6), product type lead product ID 377660 lot# v017176, implanted: 2007 (B)(6), product type lead product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device battery was completely overdischarged, the patient was "in the office for hours" and the device battery ¿would not come back.¿ it was noted that the patient wasn¿t sure if she wanted to replace the device.

Manufacturer narrative:
(B)(4).